Event description:
The attorney alleges that the wife received a letter regarding the recall of certain reservoirs used with the paradigm insulin pumps. The attorney stated that the customer was the victim of diabetic shock, which took his life. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-80785.